Event description:
Reporter noted after a few shots were fired during "yag" posterior capsulotomy the power would drop to zero, and they would have to re-boot to get power back on. At one point the power went up without the doctor raising it. Completed case as planned; no injury reported.